Event description:
It was reported by service report that there was a broken footboard module tab. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: broken footboard module tab.